Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an undefined cartridge alarm occurred during insulin therapy. There was no reported impact to the customer's blood glucose level. The customer cleared the alarm and resumed insulin delivery successfully.